Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after implanting a micro-glaucoma stent he had "to inject viscoelastic to tamponade a persistent bleed filling up the ac". Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of persistent bleed filling up the anterior chamber; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to assess the reason for the intraoperative bleeding. While there is no mention of device failure, it cannot be determined if the cause of the bleeding was surgeon technique, patient condition, the device, or some combination of these factors. The manufacturer internal reference number is: (B)(4).